Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who had been receiving 30 mg/ml of hydromorphone at 1.5 mg/day via an implantable pump for spinal pain. It was reported the patient¿s previous doctor retired and the patient had not secured care until the time of the report, (B)(6) 2018. The patient¿s pump went empty in (B)(6) of 2018. Empty pump considerations were reviewed with the managing doctor. The doctor planned to refer the patient out for a system contents removal procedure since the drug concentration was so high, then fill with saline and monitor for volume discrepancies. No symptoms were reported. No further complications were reported or anticipated.